Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d6b, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on the device and observed delamination on the plug strap disk shell. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.